Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. (B)(4).

Event description:
Customer reports that rejected images are being sent through the enterprise archive. There was no reported pt injury associated with this event.